Event description:
It was reported that the patient experienced frequent false occlusion alarms from the pump, which necessitated replacing the infusion set and cartridge, causing unplanned interruptions to insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional follow-up was needed.